Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2009 and mesh were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. On (B)(6) 2012 the patient underwent a gynecological procedure and a mesh was implanted due to sui.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedures on (B)(6) 2009 due to incontinence and mesh were implanted. It was reported that following insertion the patient experienced constant pain and infection took years to treat, uti¿s. It was reported that patient experienced erosion of mesh into the bladder causing infection and underwent removal of mesh on (B)(6) 2012.